Event description:
It was reported that on (B)(6) 2010, patient underwent following procedure: posterior spinal fusion of l5-s1, posterior spinal instrumentation of l5-s1 with legacy 5.5 titanium, transforaminal lumbar interbody fusion through a left sided approach with a titanium cage, local autograft for anterior and posterior spine fusion, rhbmp-2/acs for anterior and posterior spine fusion with bone graft matrix posteriorly; for pre-op diagnosis of: post-diskectomy collapse with foraminal stenosis and spondylosis of l5-s1. As per-op-notes: "we decided on a 12mm cage. We used local facet bone which had been morsellized packed the cage. We packed this anteriorly and the disc space as well up by the annulus using rhbmp-2 sponge, one-third of a large kit anteriorly on the annulus. We then inserted the titanium cage with the inserter in the local bone with in the cage. We took lateral x-ray and repositioned the cage, took another x-ray and were happy with the placement. No complications were reported." On (B)(6) 2010, patient underwent following procedure: bilateral redo l5-s1 laminotomies and foraminotomies, medial facetectomies on the right and total facetectomy on the right; for pre-op diagnosis of: lumbar spondylosis and foraminal stenosis, l5-s1. No complications were reported.

Event description:
It was reported that the patient underwent a posterior spinal fusion of l5-s1, posterior spinal instrumentation of l5-s 1 with titanium posterior instrumentation, and a transforaminal lumbar interbody fusion through a left-sided approach with a titanium interbody cage using rhbmp-2/acs. Imaging studies ultimately showed that patient had developed uncontrolled bone growth and resulting nerve compression at or near the implant site. As a result, patient now suffers from severe injuries and damages including chronic pain and radiculitis, and emotional distress and mental anguish.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.